Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device remains implanted. Healthcare provider later reported seroma-late, and non device related events ¿abdominal pain¿, ¿small bowel obstruction¿, ¿uterus is prominent and lobulated containing multiple mass lesions, the largest of which measures approximately 3.2 x 2.4 cm. These are most likely uterine fibroids¿, and "small nodules." The events related to "small nodules", cysts, pain and small bowel obstruction are not considered to be device related.

Manufacturer narrative:
Continued initial reporter, address line 1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "small amounts of fluid between the fibrous capsule and the implant membrane".